Event description:
Information was received indicating that a smiths cadd-legacy 1 pump resulted in under infusion due to an unresolved no disposable alarm . The pump alarmed " no disposable-pump won't run" . The reservoir volume was 96.7ml and there was no air in line. There were no adverse consequences reported about the patient.